Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector. Therefore, her blood glucose level was 570 mg/dl at the time of the event which they tried to treat it with correction injection via multiple daily injection. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.